Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and xpray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited failure to capture due to high capture threshold. Furthermore the ra lead exhibited high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022. The patient was stable throughout the procedure.